Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels as high as 350 mg/dl. Reportedly, the user changed the cartridge tubing and site. During troubleshooting with tandem¿s technical support at the time of the report, the user saw several air gaps throughout the tubing. The contact primed the tubing to remove air gaps. Reportedly, the contact did not remove air from the syringe prior to filling the cartridge. Additionally, it was reported that a cartridge had been in use for 3 days with humalog insulin.